Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported that the cable was intermittent. No consequences or impact to patient were reported.

Event description:
The customer reported that the cable was intermittent. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: three cables from the same lot were returned for investigation. The returned cables were evaluated. During evaluation the cables passed all visual and continuity testing. The cables were determined to be fully functional.